Manufacturer narrative:
The laptop computer that was removed from css console #12 was returned to syncardia. The results of the investigation are set forth in investigation report (B)(4). The laptop computer was installed on a css console to investigate and verify the customer-reported issue in the lab at syncardia. Visual inspection of the laptop assembly did not reveal any physical damage. Other components of the laptop, such as the hard disk drive and internal power supply, continued to operate as intended. Only the lcd display was affected. Css console #12 has been supporting the patient for 19 days prior to the reported issue, so damage caused by shipping was ruled out. The root cause of the blank lcd display was attributed to an internal component failure of the lcd screen. The lcd screen was replaced. Final performance testing confirmed that the monitor was fully functional and that all characters and graphics were clear and visible. The faulty lcd screen was taken out of service and scrapped. This failure mode poses a low risk to the patient, because it did not prevent the css console from performing its life-sustaining functions. The laptop computer is a monitoring device only and does not control css console functions. There is no evidence of a systemic failure mode requiring corrective action. In the event of a monitoring computer failure, user training directs the patient care staff to utilize standard, and readily available, patient monitoring equipment, such as pulse oximeters for monitoring po2 levels, sphygmomanometer for monitoring of blood pressure, and the monitoring of breath sounds for indications of pulmonary edema. Syncardia will continue to track and trend complaints relating to css console computer laptops. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
Customer reported that the screen of the monitoring laptop computer on css console #12 was "black," but that the icon located above the keyboard was "green," indicating that the laptop computer was on. The patient was switched to a backup css console. There was no patient impact. A replacement laptop computer was sent to the hospital and was installed on css #12 by the hospital biomedical engineer. The css console then passed the console test validation protocol.